Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that this procedure was to treat a lesion located in the mildly calcified, mildly tortuous, 90-95% stenosed right coronary artery. Pre-dilatation was performed with a 3.0 x 15 mm balloon catheter. An attempt was then made to cross the 3.0 x 15 mm xience xpedition stent delivery system (sds); however, it failed to cross. No force was applied during the unsuccessful attempts to cross the lesion. Resistance was felt during retraction of the sds due to the anatomy. Another new 3.0 x 15 mm xience xpedition sds was advanced and implanted successfully. The patient's final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.